Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty power cable harness assembly. System operates as intended.

Event description:
It was reported that there was exposed wiring on the 9600 workstation. No pt injury was reported.